Event description:
Customer reported that she had unexplained virus, high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 400 mg/dl when paramedics arrived. Customer reported that his insulin pump was not working correctly and the drive support cap was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.